Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have mild drainage from their driveline site during their clinic visit on (B)(6) 2022. The patient had no pain, tenderness or erythema. Driveline cultures revealed corynebacterium striatum and the patient was treated with oral doxycycline.

Event description:
It was reported that the patient returned to the clinic on (B)(6) 2023 with continued drainage from the driveline site. The culture of the drainage from the driveline site was positive for corynebacterium striatum. The patient was offered to be admitted for intravenous antibiotics but refused as he had no childcare arranged. The patient was prescribed oral bactrim ds (trimethoprim / sulfamethoxazole). The patient returned to the clinic again on 01mar2023 and was admitted and started on intravenous antibiotics.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A computed tomography (CT) scan was performed that revealed non-specific stranding and thickening adjacent to the lvad driveline.